Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
On 09/16/2009 (through follow-up with the health-care provider via fax), it was learned that the device was explanted due to a sizing issue. The operative report was also received. The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported an angio-seal device was selected for use. During a follow up hospital visit, the patient had a diagnostic angiography procedure. The patient stated prior to the procedure that they were experiencing some pain in their leg. The physician punctured the left side of the groin and performed a femoral angiogram of the pelvis area. There was no contrast on the common femoral artery where the angio-seal was located. It looked like an occlusion. The physician called the radiologist and used a balloon to dilate the common femoral artery. Blood flow was observed again on the angiogram. Additional information was not available.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.